Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the pacemaker was explanted and right ventricular (rv) lead exhibited high pacing impedance measurements for an unknown reason. An x-ray was taken but yielded inconclusive results. A revision procedure ws performed where the rv lead was surgically abandoned and the pacemaker was explanted. A new rv lead and pacemaker were successfully replaced. No additional adverse patient effects were reported.